Manufacturer narrative:
This follow-up report is being submitted to correct the following field that was entered erroneously in the initial report: g3: 8/25/2025.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty. Subsequently, the patient experienced pain. As a result, the patient is scheduled for a hip revision approximately 8 years and 3 months after initial implantation. The patient has bilateral hip replacements, and it is unclear if both hips or a single hip replacement will be revised. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups: 4698937; 164-13-10 - novation element ro s/o col sz 10: 4790035; 170-36-00 - biolox delta femoral head 36mm od, +0mm: 4849046; 186-01-54 - integrip cc, cluster 54mm, g2: 4864192. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.